Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had a motor position encoder error alarm. Customer's blood glucose was 170 mg/dl. Pump was not dropped or bumped. Pump was not exposed to a electromagnetic field. Customer stated that they have a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.